Event description:
Rpms were manually increased to achieve forward flow.

Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console and motor were faulty. During transfer of patient to intense care, the console was on a battery. When plugged in to the mains, the screen froze (sn:(B)(6)) and the console screen displayed 0 rpm and retrograde flow.